Event description:
It was reported that a pump is having "issues with air in line" alarms. There was no reported pt injury.

Manufacturer narrative:
MFR ref no.: (B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, and eval will be completed and a supplemental report will be submitted.